Manufacturer narrative:
(B)(4). Carefusion technical support dispatched field service to the user facility.

Event description:
Biomed at a user facility called indicating that during pre-use while in adult mode (no settings indicated), the unit displayed "circuit occlusion and extended high peak", then stopped ventilating. The safety valve was open, and a continuous audible alarm present. Biomed calibrated the transducers (xdcrs), however the issue did not resolve. Field service was requested.